Event description:
The customer reported that the insulin pump had 80u flashing on the screen. The customer changed her infusion set before bedtime and she did not press the escape button after prime. The blood glucose reading at time of the call was 100 mg/dl. Assisted the customer to get out of the prime loop. The customer treated her blood glucose with orange juice twice, but the glucose level continued to drop. Paramedics were called and customer was taken to the hospital. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.